Event description:
Information was received indicating that a smiths medical cadd solis vip pump had a cassette not attached alarm. There was no patient involvement.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis for a cassette not attached properly alarm. The alarm was verified to have occurred when the history log was reviewed. Functional testing was performed, and the alarm was not duplicated. Fluid ingression was found around the downstream sensor. The sensor was replaced as a preventative measure.